Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. There was no numbers advancing without pushing buttons. There was no moisture damage on the electronic assembly. The pump had cracked belt clip clot, cracked reservoir tube lip, cracked case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 114 mg/dl at the time of incident. The customer stated that water may have gotten into the pump and there seemed to be water in the corner of the pump. He was unable to give any boluses. He also stated that there were a few scratches on the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.